Manufacturer narrative:
The insulin pump received with intermittent button response due to flattened act keypad dome. Unit had minor scratched display window, cracked case near display window corners and reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons did not appear to be responsive. Customer also reported their buttons were not as raised as the buttons on their previous insulin pump. Customer's blood glucose was 134 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.